Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The full measured s-curve hump height was within specification.